Event description:
The dr performed emdogain surgery in 2007. Now the patient has an abscess. Dr opened the abscess, the patient received antibiotics and the patient is now well, and the abscess has resolved.

Manufacturer narrative:
Infection is always a treatment risk as described in the instruction for use.